Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert (lia) triggered due to sensing integrity count (sic) and impedance fluctuations, with one non sustained tachyarrhythmia (nst) episode also recorded. Doctor stated however that this was a "true arrhythmia". The lead is still in use. No patient complications have been reported as a result of this event.